Event description:
Our rep is reporting that during an arthroscopic shoulder repair, while the surgeon was tensioning, the knot on the suture of the fixation device (fastin anchor), the suture broke. At this point in time, the surgeon decided to go full open. The surgeon used a versalok fixation device to successfully complete the procedure without further issue or harm to the patient. The initial fixation device remains buried within its respective bone hole, and is not proud to the bone.

Manufacturer narrative:
We are at this time, in the information gathering mode. When all of the information that can be had is received and evaluated, our conclusions will be the subject in the follow up report.